Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tibial sleeve; cat# unk_lim; lot# unknown. Bushing; cat# unk_lim; lot# unknown. Bushing; cat# unk_lim; lot# unknown. Bearing; cat# unk_lim; lot# unknown. Rotating component; cat# unk_lim; lot# unknown. Bumper; cat# unk_lim; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(6) 2017 - as per company representative, the patient was revised due to infection. The surgeon indicated that there were no known device or patient related factors that contributed to the infection. There was a hinge poly exchange and a wash out.